Event description:
After an ischemic ventricular tachycardia procedure, it was reported there was char on the tip of the catheter when the catheter was removed. Additional information provided stated the procedure was completed without any patient consequences.

Manufacturer narrative:
(B)(4).